Manufacturer narrative:
Actual device involved in incident was evaluated. Visual examination. Note: the reported complaint was confirmed. The root cause was attributed to damage.

Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the printer cover guide rail was broken on the rear housing. Since the event occurred during routine testing, there was no pt involvement during this event.